Manufacturer narrative:
Unit received with intermittent esc, act, up arrow and down arrow buttons due to flattened dome switches (no crease). No unlocked j2/lcd keypad connector. Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/compromised force sensor test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the delivery accuracy test at 0.087630 inches.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 due to a high blood glucose of 1400 mg/dl. Blood glucose at the time of the call was 238 mg/dl. Customer experienced symptoms related to high blood glucose such as being minimally alert. The customer was wearing the insulin pump at the time of admission and the doctor treated by taking off the insulin pump. Troubleshooting for high blood glucose was not performed. The insulin pump will be returned for analysis.